Event description:
Maude report (mw5082498) was received by stryker and reviewed for the following event: patient in surgery for total hip replacement. A stryker disposable drill bit broke off during the surgery. Broken piece retrieved and appeared to be intact. Surgeon aware. New drill bit obtained, and surgery continued. No harm to the patient.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user to ¿avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. But possible causes of failure could be excessive axial force, excessive torque, contact with metal implant, misalignment or too hard/dense bone. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Maude report (mw5082498) was received by stryker and reviewed for the following event: patient in surgery for total hip replacement. A stryker disposable drill bit broke off during the surgery. Broken piece retrieved and appeared to be intact. Surgeon aware. New drill bit obtained, and surgery continued. No harm to the patient.